Event description:
Pt was taken to the operating room for a repair of an abdominal aortic aneurysm via laparoscope. The origin sensing trocar shattered while it was in the pt. All pieces were retrieved.